Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as the head and liner did not dislocate. It was the shell dislocating from the patient's acetabulum. The initial report was forwarded in error and should be voided. Sections updated: b4, b5, g3, g6, h2, h11.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as the head and liner did not dislocate. It was the shell dislocating from the patient's acetabulum. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient underwent a revision procedure two and a half months post implantation due to dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4) d10: 802202803; item name: femoral head 12/14 taper 28 mm diameter +3.5 mm neck length lot # 3114619. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 2 and a half months post implantation due to recurrent dislocation. The patient's initial dislocation occurred after the primary surgery when no medical intervention was performed. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.